Event description:
It was reported that during a low anterior resection procedure the device could not staple. Additional suture was performed to complete the case. There was no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.